Event description:
Device malfunction: clip failed to deploy. Time of device malfunction: during vessel closure. Symptoms/as: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, the clip could not be deployed. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse patient effects. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.